Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient had pain in the hip, leg, and buttock areas, which was worse when the stimulation was turned on and not as intense with it turned off. It was noted that the patient had fallen about (B)(6) ago working construction. The patient did have a uti. X-rays were taken and the lead (wire) was on the pelvis. She also had "water being pushed into her rectum." The patient was scheduled to get her lead and neurostimulator replaced in (B)(6). If additional information becomes available, a follow report will be sent.